Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review could not be performed, as the correct lot number could not be obtained. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, during side branch ligation, the device produced an unusually large amount of smoke that was very difficult to evacuate from the tunnel. Due to the large amount of smoke, the harvester could not see well inside the tunnel, and the vein received thermal injury from the hemopro2 device with no other pt effects reported. The procedure was completed using the reported device. The thermal injury section to the vein (approx 3-4cm as estimated by the harvester) was cut away from the remainder of the conduit by the surgeon, and the case was completed successfully. The product was discarded.